Event description:
It was reported that this device was explanted (date of surgery unk) 3 yrs after cochlear implantation due to cholesteatoma. Reimplantation surgery is planned for the future but the date has not been reported.

Manufacturer narrative:
This is a final report.